Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes'), pregnancy with contraceptive device ('pregnancy- stillbirth/miscarriage') and abortion spontaneous ('pregnancy- stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), urinary tract infection ("uti") and fatigue ("fatigue,"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, weight increased, urinary tract infection and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding): no she received treatment for bladder/urinary problems uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), pregnancy- stillbirth/miscarriage, device ineffective, perforation- fallopian tubes, uti , fatigue, weight gain added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.